Event description:
It was reported that the lens developed z-syndrome 5-6 weeks post lens implantation. The surgeon performed yag twice with little resolve. Subsequently, the lens was explanted. In the surgeon's opinion the likely cause of the event was "heavy scarring." The pt's current prognosis is good. This report refers to the pt's left eye.

Manufacturer narrative:
The device was received for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.